Event description:
Information was received indicating that during testing of a smiths medical cadd cassette reservoir, no disposable alarm was noted, and 16.5ml of infusion was remining. It was also reported that air bubbles were noted. No patient was involved in this event. No adverse effects were reported.